Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who was unable to secure a connection between the uv flash transfer sets and the locking titanium adapter while changing the transfer set for peritoneal dialysis (pd) therapy (details not provided). There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Review of the difficulty to connect the device and dimensional inspection of the device confirmed the reported problem. It was noted that the inside diameter of the catheter adapter was below nominal specifications. Improvements were made to the mold and molding department procedures. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable uv flash transfer sets was identified. A sample of the device was requested and upon receipt an evaluation will be conducted. A batch review was conducted for potentially associated lot numbers h12j17042 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).